Event description:
The manufacturer received information alleging service required message on the display. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed the ui display bezel was not seated properly, and the display screw was missing from the front. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, blower, blower box, heater plate, heater pate spring, and bottom enclosure. The water tank lid was observed to have a broken tab on it. A possible bio contaminant was observed on the water tank seal, water tank, and inlet/outlet seal. Hair-like particles were observed on the ui display bezel, blower box, heater plate spring, and bottom enclosure. The bottom enclosure screws were observed to have corrosion to them, likely due to liquid ingress. The pca was observed to have a piece of plastic-like particle sitting on it. A corrosion, likely due to liquid ingress, was observed on the pca. A very heavy amount of dark dust-like contaminant was observed on the blower box cap and inside the inlet of the blower box. A dust-like contaminant was observed on the inlet/outlet seal. One of the blower box screw bosses was observed to have been broken off. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The device was applied power, and it powered on but rebooted when attempting to initiate therapy. The investigation was not able to confirm the complaint of a service required message on the display but can confirm that the device would not provide therapy. There was no allegation of serious or permanent harm or injury. No medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box h. The following correction has been updated in this report. Device problem code has been updated.